Event description:
Caller indicated the relion micro meter was giving high readings. Customer called in on (B)(4) 2012, stating that he rcvd a reading of 546 and then 384 within minutes of each other. Listened to the audio and the customer is claiming he took too much insulin based on the 546 reading, 8 units of fast acting insulin, tested again right away and it was 396 indicating he took twice as much as he should have if that reading was accurate. We have attempted to contact the customer multiple times to get more information on the incident. Replaced product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Other text : customer did not return product.